Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years remaining to less than 3 months remaining in a span of 1 year. Boston scientific technical services (ts) discussed the change in longevity is due to the battery voltage being higher than the estimated voltage at the time. Device replacement recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable pacemaker was performed. The cause not established investigation conclusion code was selected based on analysis memory evidence indicating abnormal battery depletion characteristics. However, detailed analysis was unable to find a cause of failure, and the device was operating as expected.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years remaining to less than 3 months remaining in a span of 1 year. Boston scientific technical services (ts) discussed the change in longevity is due to the battery voltage being higher than the estimated voltage at the time. Device replacement recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.